Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 22/jan/2019. The events of seroma and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, diagnostic testing, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "aspiration." Patient later reported findings of "bia-alcl." No testing results were provided. The device remains implanted.